Event description:
It was reported that a patient who underwent a cystourethroscopy, during which a moses fiber was used, experienced postprocedural complications and disorders of the genitourinary system. Boston scientific has no information about the treatment provided or the patient's condition.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient who underwent a cystourethroscopy, during which a moses fiber was used, experienced postprocedural complications and disorders of the genitourinary system. Boston scientific has no information about the treatment provided or the patient's condition.